Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 04/2024) device pending return.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly broken. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one groshong catheter was returned for evaluation. Functional, tactile, microscopic and gross visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and the identified material separation issues, as a complete circumferential break on the proximal end of the catheter. The surface of the complete circumferential break on the proximal end of the catheter was noted to be granular and glossy. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 04/2024), g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.